Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery, popliteal artery. A 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, on the third inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any problem and was replaced for a different model to complete the procedure. There were no complications reported, and the patient status was good.